Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a follow-up, post-sensed t-wave oversensing on the ventricular channel was observed on a stored egm. It was noted that the patient received inappropriate shocks. Programming changes were recommended, but the lead was explanted and replaced. The device remains implanted. The patient was in fine condition.